Event description:
Hcp reported the device system was explanted and returned to the MFR for analysis due to an infection. Cultures were reported to have been done on the pump and the catheter, but the results were pending. A follow up report will be sent when add'l info is received.